Event description:
Additional information indicates that patient was unable to place the system into MRI mode. Diagnostics revealed high impedance on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's left lead exhibited impedance. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue.